Event description:
A report was rec'd from a user facility in the USA stating the stellaris system shut down twice during a procedure. The system was successfully rebooted and the procedure was completed with no injury to the pt.

Manufacturer narrative:
The reported problem was not duplicated during the initial eval. Further investigation will be performed. A review of the device history records revealed no exceptions.